Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that the soft tip of an outback catheter separated in the mid sfa (superficial femoral artery). The device separated at the hub from the distal tip where the plastic and metal pieces meet. The current status of the patient is ¿doing well.¿ a new outback device was then inserted, crossed the bifurcation through the 7f destination sheath, followed a new platinum plus wire down to the reconstitution point. Reentry was achieved and the case proceeded. The tip of the first outback device was left in the sub-intimal space after they ballooned and stented the lesion. The target lesion was highly calcified and the aortic iliac bifurcation was steep and calcified. The physician had made several attempts to pass the outback device over a 0.014 and a 0.018 wire through a 6f pinnacle destination and a 7f ansell sheath introducer. Both times, the outback device would not cross. He then replaced the sheath with a 7f destination over a 0.014 wire which passed through the bifurcation. As he inserted the outback device towards the distal sfa, the outback met resistance in the middle sfa which was highly calcified, so he could not advance the outback further. After several attempts made to cross the lesion, he tried to pull back the outback and the tip separated and was left in the sub-intimal space. The device was stored, handled, and prepped according to the IFU. There weren¿t any anomalies or other damages noted to the device or packaging prior to use. Excessive torquing was required. The device did kink in the area of separation. Resistance was not felt while withdrawing the device. The device will be returned for analysis.

Manufacturer narrative:
Concomitant product: .014 and .018 unk guidewires, 6f pinnacle destination sheath, 7f ansell sheath, 7f destination sheath, 0.014 platinum plus guidewire. (B)(4). The device has not yet been returned for analysis. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product was returned for analysis, however, the engineering evaluation has not yet been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: a site reported that during an interventional procedure the tip of an outback ltd re-entry catheter separated within the subintimal space of a patient¿s target lesion. The target lesion was subsequently ballooned and stented leaving the tip in the subintimal space with no reported patient injury. The target lesion was located in the mid superior femoral artery (sfa) and was described as highly calcified. In addition, the patient¿s aorto-iliac bifurcation was described as steep and calcified. The site reported that the outback catheter had been stored, handled and prepped according to the instructions for use (IFU). No damages were noted to either the packaging or the device when inspected prior to use. The site reported that the physician had made several attempts to track the outback device over 0.014¿ and 0.018¿ guidewires through 6f and 7f non-cordis sheath introducers; but was unsuccessful at passing the outback over the bifurcation. He then exchanged the 7f non-cordis sheath for a second 7f non-cordis sheath and was able to advance the outback catheter over a new non-cordis guidewire over the bifurcation. During multiple attempts at tracking through the subintimal space of the target lesion, the physician felt resistance and was unable to advance any further. When the physician tried to pull the catheter back, the tip of the outback catheter separated and was left in the subintimal space. The site reported that excessive torquing of the catheter had been required during these manoeuvers but that no resistance had been felt during the withdrawal of the device. The site further reported that the device had kinked in the area of its¿ separation. The procedure was then successfully completed with another outback catheter with the use of the same second 7f non-cordis sheath and a new non-cordis guidewire. The target lesion treated with ballooning and the placement of a stent; leaving the fractured tip segment in the subintimal space with no reported patient injury. One non sterile catheter outback was received coiled inside a plastic bag. The tip was separated from the device and it was not returned. No other damages were noted. During microscopic analysis, the inner liner presented marks of welding. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The reported ¿catheter tip/distal tip fractured-separated¿ event was confirmed by visual analysis. The cause of the failure experienced was not determined; since the inner liner revealed marks of welding. The product IFU instructs the user to always visualize tracking of the catheter tip over the aorto-iliac bifurcation. It furthers recommends that if strong resistance is felt during catheter manipulation /delivery, the user is to determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the outback catheter may affect its¿ performance. The IFU instructs the user to withdraw the catheter if it becomes excessively kinked. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, can contribute to these types of event. Based on the information available for review, there are vessel characteristics (steep and calcified bifurcation) and procedural factors (continued use of the device after resistance and kinking) that may have contributed to the reported event. Neither the analysis nor the DHR review suggests that this failure is related to the manufacturing process. A risk assessment has been initiated to address this issue.